Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
Air dermatome was skipped when taking a graft. The event occurred during surgery. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on january 22, 2019, it was reported that the unit skipped when taking a graft. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1 inch/2 inch/3 inch/4 inch width plates, for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. A corrective and preventative action (CAPA) ca-04038 implemented a serial number logbook to correct this issue. The previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was november 19, 2014 where it was reported that the device was running very slow and the ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, o-ring, and swivel were replaced. This is not a related issue. Product review of the air dermatome on january 30, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications but at the lower end. The head had visible damage and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on january 30, 2019 which included replacement of the machined head, die cast lever, bearing spacer, gears, poppet, throttle hinge gasket, throttle hinge, lever kit, bearings, hose, reciprocating arm, poppet spring, o-ring, poppet housing, locking nut, eccentric shaft, washer, pins, planetary carrier, motor sleeve, motor, swivel, spring seal, fine adjustment cams, and set screws. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no issue was found with the device that could have attributed to the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. No issue was found with the device that could have attributed to the reported event. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
Air dermatome was skipped when taking a graft. The event occurred during surgery. There was no harm or delay involved. No adverse events were reported as a result of this malfunction.